Event description:
The pt was revised because of osteolysis and poly wear of the insert.

Event description:
It was reported that during a cranial procedure, metal shavings from the device fell into the surgical site. It was also reported that all the metal shavings were removed. It was further reported that there was no pt injury.

Event description:
The customer observed multiple occurrence of error code 1007 (unable to process test, activated read failure) for patient samples generated from the architect i2000sr analyzer, regardless of the assay. The customer also observed the error when assay controls were run. The customer performed troubleshooting for the issue and was advised to change the lot of reaction vessels. There was no impact to patient management.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to: heater bag temperature failed performance specification for fluid delivered out of specifications.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. Other codes 86, 100, and 68 were selected as no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.